Event description:
It was reported that during use the implantable pulse generator (ipg) did not mode switch properly due to no sensed atrial activity and uncertain atrial threshold during follow up check. The atrial lead was electrically abandoned, and remains in the patient. The ipg was re-programmed and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the pan-psr clinical study.

Event description:
It was reported that the patient had atrial fibrillation (af) and during use the implantable pulse generator (ipg) did not mode switch properly due to no sensed atrial activity and uncertain atrial threshold during follow up check. The atrial lead was electrically abandoned, and remains in the patient. The ipg was re-programmed and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the pan-psr clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.